Event description:
On (B)(6) 2012, the home patient (hp) contacted global technical services regarding a an unrelated alarm. During the conversation, the hp stated she had peritonitis. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was obtained. The peritonitis was caused by a break in aseptic technique. The patient was retrained on aseptic technique. The peritonitis was unrelated to any baxter disposables, solutions or the device. The pdrn declined to provide further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.